Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the ias12-100lpi, airseal 12mm access port and palm grip obturator with bladeless optical tip, 100mm length, qty 6, device's noise cap (whole cap) fell inside the patient during a left sided partial nephrectomy procedure on (B)(6) 2018. The component was retrieved from the patient without any injury or harm to the patient. There was no delay or cancellation of the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 29 devices, for this device family and failure mode. During this same time frame 15,952 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: - if desired, optional sound cap may be placed on cannula at this time. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure.) This issue will continue to be monitored through the complaint system to assure patient safety.